Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar claim type was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cc4204a, +26.0 diopter, implantable collamer lens was implanted and removed during the same surgery because the doctor didn't like the way the lens fit on the patient's eye. The doctor change to a different model lens. There was no enlargement of the incision or sutures used and no reported patient injury.

Manufacturer narrative:
Returned product evaluation found lens was returned in liquid in a lens vial. Visual inspection found the optic torn/split; haptic torn/broken/bent/deformed; missing piece of haptic; len returned torn in four pieces. (B)(4).